Event description:
It was reported by service report that the foot end cover was cracked with sharp edges exposed and the brakes were unable to hold. No pt involvement or adverse consequences were reported.